Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-aug-2019 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During testing, all of the keypad buttons responded appropriately. The complaint of a keypad button response issue was not duplicated during investigation. The pump was opened and moisture corrosion was located on the keypad flex connector and surrounding keypad circuit board components. Unrelated to the complaint, investigation revealed a crack in the battery compartment with moisture in the compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.